Event description:
It was reported that on (B)(6) 2013, the patient underwent a carotid stenting procedure. The physician advanced an accunet embolic protection device into the patient anatomy and the accunet was deployed at the target site. Pre-dilatation was performed and the physician advanced a 7-10 x 40 mm acculink stent delivery system into the patient anatomy. The acculink stent was deployed at the target lesion in the mildly calcified left internal carotid artery. During the procedure, the patient experienced an episode of bradycardia. Medication was administered and the bradycardia resolved the same day. Also during the procedure, the patient experienced no flow distal to the stent. The physician felt the no flow was related to a full filter basked and an aspiration catheter was advanced. The physician removed 100 cc of filter debris; however, flow was still poor and the patient began to experience speed difficulties. The accunet embolic protection device was removed and it was noted to be full. Upon removal of the accunet, the patient's speech returned to baseline. The post procedure national institutes of health stroke scale noted no changes. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 7-10 x 40 mm acculink stent; other: clopidogrel, aspirin. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction and occlusion are known observed and potential adverse events as listed in the rx accunet embolic protection system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.